Manufacturer narrative:
All of the buttons functioned properly. No damage was noted on the keypad assembly and no unlocked keypad connector was noted during the visual inspection. The insulin pump was received with a broken reservoir tube lip, broken battery tube threads, a missing end cap sticker and minor scratches on the display window.

Event description:
Customer reported that he has to press the button three to four times to get a response. Customer stated that the esc button has been working sparingly. Customer's blood glucose reading at the time of the call was 66 mg/dl and has treated with food. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.